Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the water container had rust forms on the co² (carbon dioxide) connection. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure (rust forms on the co² connection) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: co² connection is corroded from the inside as well as the metal tip . A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the rust was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.